Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in a 27-year-old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (ablation (B)(6) 2012). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic / abdominal pain, menorrhagia, urinary problems. Vaginal hemorrhage two coils were noted coming out of the left tube. 3 coils were noted coming out of the right tube. Discrepancy noted in essure confirmation test(s) conducted, specify previously it was not conducted but in this follow up - yes and result -total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result -total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding vaginal') in a (B)(6) old female patient who had essure (batch no. 20210350) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (ablation (B)(6) 2012). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic / abdominal pain, menorrhagia, urinary problems. Vaginal hemorrhage two coils were noted coming out of the left tube. 3 coils were noted coming out of the right tube. Discrepancy noted in essure confirmation test(s) conducted, specify previously it was not conducted but in this follow up - yes and result -total bilateral occlusion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result -total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia most recent follow-up information incorporated above includes: on 28-oct-2019: pfs & mr received: reporter, lot number, new events- "abnormal bleeding vaginal", lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.